Manufacturer narrative:
H10: the field service engineer stated on (B)(6) 2023 that the replacement v60 battery was delivered, but resolution was not stated to be confirmed. A good faith effort (gfe) response on (B)(6) 2023 from the philips iberian functional account stated that the v60 device housing the battery had been in storage since 2020, and that the customer had just gone to use them at the time of the event. The battery did not work properly, leading to the need to order the replacement battery. It was stated that philips does not have access to the old batteries, but was able to confirm that the device issue was due to the equipment not being used for an extended period of time. The functional account stated that no further information was known regarding the event or resolution. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery was failing and the device showed as if it had no battery. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) was informed by the customer that the device was not showing the battery and the voltage was very low. The equipment attempting to be started up was being stored in a warehouse. Onsite service was requested so that the device could be assessed by a field service engineer (fse). This investigation is ongoing.